Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, implanted: (B)(6) 2011, product type: programmer, patient; product ID 3093-28, lot# v643874, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# unknown, implanted: (B)(6) 2011, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient still had concerns with their device or therapy. The patient was getting a new battery. An appointment date of 2015-(B)(6) was noted.

Event description:
It was reported that the programmer was blinking after the patient pushed the synch button, and saw a poor communication screen. The patient was not able to adjust stimulation. After clearing message and synching again, the screen was again present. A replacement programmer was used and skill had poor communication screen. The patient was told to get the implantable device checked. A couple days later, the patient was still seeing poor communication screen. Patient outcome and actions taken were not given. Follow-up is being conducted to obtain these answers.